Event description:
It was reported that during a angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion with calcification was located in the moderately tortuous superior mesenteric artery. On the first inflation the f/g, sterling, mr, 3.0 x 20/135 (4f) balloon ruptured at eight atmospheres as they were predilating the lesion. It was removed intact. They used a 4x20mm sterling to complete the procedure. The pt status is fine with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records for this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This reports review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operational context due to the performance of the device being limited by interaction with other devices, interaction with pt anatomy or other procedural factors.